Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is esitmated.

Event description:
It was reported patient lost effective therapy due to both leads had migrated after a fall. As a result, patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue. Therapy was restored post-op.